Event description:
Surgeon reported event as, "pt complained of feeling hungry despite inflated band. Fluid level checked .5ml present instead of 6.5ml. Reinflated to 6ml., a week later only .5ml present, reinflated to 6ml and two weeks later on 5 ml. The access port was removed and replaced. The explanted port will be returned. The surgeon noted the leakage at the port.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."